Event description:
Through a review of the programming history database, it was found that the generator was able to be interrogated. It was noted that the device settings provided evidence of a programming anomaly having occurred sometime prior to (B)(6) 2017. These often result from communication errors during system diagnostics. This may have been related to the messages that the physician had reported earlier. System diagnostics of the patient were within normal limits. No further relevant information has been received to date.

Event description:
It was reported that ever since the patient fell and broke his ribs he could no longer feel stimulation. It was reported that the patient indicated that the device has not been working ever since and the doctor says that the patient is good about knowing when something is wrong. When a physician attempted to interrogate the device, he reported that he saw multiple different messages. He indicated that the patient would have to undergo generator replacement whether there was a device malfunction or not. No additional relevant information has been received to date. No known surgical intervention has occurred to date.